Event description:
Customer states they have received two low creatinine kinase results that repeated high. Both samples were from the same pt, one drawn 2009, the other drawn the following day. Sample 1, initial result less than 30 u per l (exact value not provided) was questioned by the nurse. Sample 1 was repeated giving 6561 u per l. It is unk on which analyzer the samples was repeated. Sample 2, tested on the same day, initial result 1 u per l was repeated once on same analyzer giving 4034 and once on a different analyzer giving 3981 u per l. Initial low creatinine kinase results were released. Customer states the nurse questioned the results because the ckmb was high but the ck was low and this is not possible and the pt was not treated.

Manufacturer narrative:
The field service representative was unable to duplicate the issue. He found build-up outside the sample probe. He cleaned the probe and checked probe alignment. He performed a precision, calibration and quality control to verify analyzer performance.